Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to a non-fill, which is when the molded rubber stopper has some "non-filled" areas lacking the rubber material. This can be caused by number of variables in the manufacturing process. The press operator should have caught the defect and purged the product. Awareness of this complaint has been created within quality and engineering teams. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: there was "rubber stopper misconduct."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: there was "rubber stopper misconduct."